Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of a 5.1 cm diameter abdominal aortic aneurysm. The proximal neck was 22-24.6 mm in diameter and 25 mm in length.  The left common iliac artery was 11 mm in diameter and the right common iliac artery was 12.4 mm in diameter. The right and left external iliac arteries measured 8.5 mm in diameter. The iliac arteries were tortuous. The distal left iliac artery was aneurysmal with 19.3 mm in diameter. The proximal neck angulation was mild. The proximal neck thrombus and calcification were mild. Right iliac and left iliac arteries calcification were mild. It was reported that an angiogram showed the bifurcate stent graft was inadvertently placed where 60 percent of the renal artery was covered. The patient received treatment where another manufacturer¿s stent was implanted in the renal artery and the event resolved. No complications were noted. Per the physician, the cause of bifurcate stent graft being inadvertently landed covering 60 percent of the right renal artery was due to stent graft being deployed too high. The cause of the stent graft was deployed too high might have been due to final adjustment when deploying directly below lowest renal artery. The physician thought he was just pulling aorta down and not the device. Another repeat angiogram was not done but observed by fluoroscopy; screen markings appeared to correlate with bifurcate markers that device was supposed to land below renal. No deployment difficulties were encountered. No additional clinical squeal were reported and the patient is fine. Film review: review of pre-implant cta¿s confirmed that the patient had a 4.5cm max diameter aaa which contained thrombus. The proximal neck diameter was approximately 22mm just below the renals, 3cm long and mildly angulated. The proximal neck including at the orifice of both renal arteries contained calcification. The distal aorta was 20x25mm and calcified. Both iliacs were calcified and tortuous. Imaged during implant were not provided. The cause of the reported inaccurate delivery of the bifurcate is uncertain. This may be user related. The calcified neck may have also contributed.